Event description:
It was reported that customer has been using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on (B)(6) 2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the urinary tract infection. He made it clear that this was an intermittent catheter and not a female external catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: a,d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "patient sensitivity to materials/ mechanical and /or chemical responses from the patient". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that customer has been using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on 25jul2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the urinary tract infection. He made it clear that this was an intermittent catheter and not a female external catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that customer has been using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on 25jul2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the urinary tract infection. He made it clear that this was an intermittent catheter and not a female external catheter.

Manufacturer narrative:
The reported event is inconclusive as it's unknown how the products reacted in the particular patient's body. Visual inspection noted (1) magic3 isc in opened packaging. The tip of the isc has a nick. It is unknown how the product reacted in the particular patient's body. Therefore, it is unknown if the product meets specifications. The potential root cause could be patient sensitivity to materials. The product was used for patient diagnostic or treatment. It was unknown if the product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions.wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. Peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. Wash the area around the meatus before catheterizing. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected,

Event description:
It was reported that customer has been using purewick female external catheter for 2 years. On saturday, they were using the catheter but this time the catheter cut the inside of the patient urethra. Patient went to urgent care and was put on antibiotic. A new catheter was put in for the patient. Customer said it looked like the end of the catheter was not formed properly and the tip cut the urethra. Per follow up via phone on 25jul2023, it was reported that the customer was using the antibiotic, bactrim, to help alleviate the urinary tract infection. He made it clear that this was an intermittent catheter and not a female external catheter.